Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, hardware & instrument areas passed. In trouble-shooting the reported issue, performed both tracer and pointmerge registrations on a resin head; replicating the issue. Return requested. Replacement field generator emitter shipped to site 11/03/2014. Medtronic investigation of returned suspect field generator emitter finds that when connected to a test system with the ent application v 2.2.2, verification, tracking, and accuracy were normal. Medtronic representative was able to verify a registration probe and a straight suction within spec. Accuracy looked normal by checking several prominent landmarks on the phantom head model. The emitter passed the pegboard test. Flexing the cable does not indicate any intermittent opens. No fault found. Device found to be fully functional. A medtronic representative, following-up at the site, reported replacing the emitter and the issue was resolved. System performed as intended.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site performed a third registration to successfully register the patient. It was noted that the scan had artifact. The surgeon alleged a 2cm inaccuracy. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated. The most likely cause was operator technique as there was no issue found with the navigation equipment or software, and the case description mentions that the patient scan had an artifact which may have caused registration error and inaccuracy during navigation.